Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message showing gas "b" bottle did not have any gas to do a calibration. The user replaced gas "b" bottle, resulting in the same error message. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.